Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
Caller alleges an insulin leak at the cannula site. Caller also stated the adhesive plaster over the cannula is wet. No adverse event reported. Requested return of the alleged device for evaluation.